Event description:
Pt scheduled for and attempted bi-ventricular ICD implant. During the procedure, there was a complication related to technical difficulties related to the pt's anatomy as follows: using a 9 french safety tear away sheath, a st jude wide angle delivery system was advanced into the right heart. Using a al ii 5 french catheter with a stiff terumo guide wire the coronary sinus was cannulated. The outer catheter was then advanced into the body of the coronary sinus and the al ii catheter and the terumo guide wire were removed. Using a balloon tipped 5 french catheter, coronary sinus venography was performed on a 30 degree lao angle. Two potential branches of the coronary sinus were identified as potential targets, a posteriolateral branch however was noted to be tortuous and then the middle cardiac vein. However, the middle cardiac vein took off at a 90 degree angle from the coronary os and the coronary os was the proximal segment of the coronary sinus was kind of small and unable to have enough support to selectively cannulate this branch. Multiple wires to include iron man, grand slam, whisper guide wires were used as well as a venture wire. Inner catheters were also used including hydrophilic tipped catheter. At one point, the provider was able to advance a guide wire into the posteriolateral branch; however attempts at advancing the lv lead were unsuccessful. During this manipulation is when the floppy tip of whisper guidewire did detach from the body of the wire. The provider notes the tip of a 0.015 wire was left behind in a small branch of the coronary sinus as it came off during catheter manipulation. At that point, the decision was made to abort further attempts at lv lead placement. The provider consulted with interventionist and it was decided not to snare the retained foreign body as it was not causing any problems and would not migrate. The pt was transferred, hemodynamically stable, to union memorial hosp for implant of endocardial lv lead placement.